Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into back up mode after a magnetic resonance imaging (MRI) session in which device MRI procedure was not properly followed. The device was successfully reprogrammed. The patient was stable and asymptomatic. Further information requested, but not yet available.